Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 50 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal bleeding, parity 2, gravida ii, uterine fibroid and pelvic pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3288 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,bilateral salpingooophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: specimen submitted: uterus with cervix, bilateral fallopian tubes, and bilateral ovaries pre-dx (history): pelvic pain. Final diagnosis (microscopic): uterus with cervix, bilateral fallopian tubes, and bilateral ovaries: cervix: benign squamous and endocervical mucosa. No dysplasia or carcinoma. Uterus: atrophic endometrium adenomyosis. No atypical hyperplasia or carcinoma. Fallopian tubes: complete cross section of fallopian tubes. Ovaries: follicular cysts, corpora albicans, hemorrhagic luteal cysts. Physiologic changes. No malignancy. Ross description: the left adnexa consist of a 6.5 x 0.6 cm purple-gray intact fimbriated fallopian tube. The tube is sectioned to reveal a patent lumen. The left ovary measures 2.8 x 2 x 1.7 cm with attached tan pink fluid-filled cysts measuring 2.3 and 2.5 cm in maximum dimension the right adnexa. Consists of a 7 x 0.6 cm fimbriated fallopian tube. The tube is sectioned to reveal a patent lumen. The right ovary measures 3.8 x 1.7 x 1.2 cm and has an attached 4.7 x 4 x 3.3 cm purple-gray fluid-filled cysts. [Ultrasound scan vagina] on (B)(6) 2018: reason for exam: pelvic and perineal pain findings: there are two echogenic areas in the fundus of the uterus consistent with essure devices. Conclusion: probable essure devices. 2 cm fibroid. Normal appearance of the ovaries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available.¿ the most recent follow-up information incorporated above includes data received on: 06-mar-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 50 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3288 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 50 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal bleeding, parity 2, gravida ii, uterine fibroid and pelvic pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3288 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,bilateral salpingooophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: specimen submitted: uterus with cervix, bilateral fallopian tubes, and bilateral ovaries pre-dx (history): pelvic pain final diagnosis (microscopic): uterus with cervix, bilateral fallopian tubes, and bilateral ovaries: cervix: - benign squamous and endocervical mucosa - no dysplasia or carcinoma uterus: - atrophic endometrium - adenomyosis - no atypical hyperplasia or carcinoma fallopian tubes: - complete cross section of fallopian tubes ovaries: - follicular cysts, corpora albicans, hemorrhagic luteal cysts - physiologic changes - no malignancy ross description: the left adnexa consist of a 6.5 x 0.6 cm purple-gray intact fimbriated fallopian tube. The tube is sectioned to reveal a patent lumen. The left ovary measures 2.8 x 2 x 1.7 cm with attached tan pink fluid-filled cysts measuring 2.3 and 2.5 cm in maximum dimension the right adnexa consists of a 7 x 0.6 cm fimbriated fallopian tube. The tube is sectioned to reveal a patent lumen. The right ovary measures 3.8 x 1.7 x 1.2 cm and has an attached 4.7 x 4 x 3.3 cm purple-gray fluid-filled cysts. [Ultrasound scan vagina] on (B)(6) 2018: reason for exam: pelvic and perineal pain findings: there are two echogenic areas in the fundus of the uterus consistent with essure devices. Conclusion: probable essure devices 2 cm fibroid normal appearance of the ovaries quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: reporters,patient information,medical history,lab data.,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.